Event description:
It was reported that the patient presented to the hospital ¿due to problems that occur during exertion with shortness of breath¿. At rest the patient was fine. It was noted that the patient had not taken their anticoagulation therapy for a few days, so a thrombus was suspected. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information has been requested regarding the patient demographics and details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had ¿nt pro bnp values¿ and had a low international normalized ratio (inr) value of 1.75 upon arrival. A right heart catheterization (rhc) was performed, and thrombus was not found. The patient had warfarin therapy optimization and it was noted that intraprocedural showed minimal left ventricle (lv) unloading and this had revolutions per minute (rpm) increase and introduction of furosemide into therapy. Of note, it was stated that ultimately there was clinical improvement and a significant decrease of ¿nt pro bnp¿ values after the rhc guided optimization.

Manufacturer narrative:
A supplemental is being submitted for additional informarion. Updated sections: - a2 age at event: updated to "00065" in "years" - a3 sex: updated to "male" - a4 weight in lbs: updated to "234" - b5 desc evt problem: updated to include additional adverse events experienced by the patient, diagnosis and intervention performed and patient outcoe - h6 patient codes (ime/annex e): updated to include code "e0611" - h6 imf (annex f) health impact: updated to include codes "f23" and "f2303" investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the controller log files revealed pump parameters to be within normal operating range within the analyzed period through 11-nov-2022. Information received from the site indicated the patient presented to the hospital ¿due to problems that occur during exertion with shortness of breath¿. At rest the patient was fine. It was noted that the patient had not taken their anticoagulation therapy for a few days, so a thrombus was suspected. It was further reported that the patient had ¿nt pro bnp values¿ and had a low international normalized ratio (inr) value of 1.75 upon arrival. A right heart catheterization (rhc) was performed, and thrombus was not found. The patient had warfarin therapy optimization and it was noted that intraprocedural showed minimal left ventricle (lv) unloading and this had revolutions per minute (rpm) increase and introduction of furosemide into therapy. Of note, it was stated that ultimately there was clinical improvement and a significant decrease of ¿nt pro bnp¿ values after the rhc guided optimization. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.